Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 439 mg/dl the previous night. The customer stated that they were hospitalized for heart issues and wanted to be reconnected to their insulin pump. The customer's blood glucose was 127 mg/dl prior to the call. The customer had already changed the set on their insulin pump. The customer was advised to call back if they had any further issues with their insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.